Manufacturer narrative:
B.5. Updated.

Event description:
The following was reported to gore: on (B)(6) 2019 a patient underwent thoraco-abdominal aneurysm treatment as a subject in the aaa17-01 tambe clinical trial. Gore® viabahn® vbx balloon expandable endoprostheses were utilized in the side vessel branches. On (B)(6) 2019 a type ic endoleak involving the sma branch was detected. No intervention was initially required since there was aneurysm sac stability. On (B)(6) 2021 a reintervention took place whereby a balloon angioplasty and peripheral stent placement was performed. The endoleak was considered resolved and the patient recovered.

Manufacturer narrative:
Updated h.6.

Manufacturer narrative:
Cbas¿ heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Two devices were implanted in the sma. It is not known which was involved in the endoleak. Additional device investigated: bxa095902a, sn# (B)(4), UDI: (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2019 a patient underwent thoraco-abdominal aneurysm treatment as a subject in the aaa17-01 tambe clinical trial. Gore¿ viabahn¿ vbx balloon expandable endoprostheses were utilized in the side vessel branches. On (B)(6) 2020 a type ic endoleak involving the sma branch was detected. No intervention was initially required since there was aneurysm sac stability. On (B)(6) 2021 a reintervention took place whereby a balloon angioplasty and peripheral stent placement was performed. The endoleak was considered resolved and the patient recovered.

Manufacturer narrative:
Results code: a review of the manufacturing records for the device verified the lot met all pre-release specifications.